Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent problem can be excluded since calibration and qc were acceptable. The field service engineer found that the gear pump pressure was too low, the left and right sample probes were dirty and misadjusted in the rinse station and the cell position, and the rinse station was dirty. He exchanged and adjusted the gear pump head and adjusted all the sample and reagent probes and the mixer. Several service actions were recommended but were not performed as the customer decided to replace the analyzer with a cobas pro analytical unit. The root cause was consistent with a hardware issue.

Manufacturer narrative:
The tpuc3 reagent expiration date was not ptovided. The c702 module serial number was (B)(6). The calibration was last performed on (B)(6) 2024 and it was acceptable except for one std.e alarm. The qc recoveries showed fluctuations. The alarm trace showed several abnormal aspiration alarms and sample short alarms. The field service engineer transfered the reagent from rotor b to rotor a. He noticed that the cell rinse and the detergent levels were low and that there were white spots on the cuvettes. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's urine sample tested with total protein urine/csf gen.3 (tpuc3) assay on a cobas 8000 c702 module. Initial result: 53 mg/l. 1st repeat result: 71 mg/l. 2nd repeat result: 89 mg/l. 3rd repeat result: 97 mg/l. The customer noticed that the qc and the sample results were unstable and, therefore, repeated the sample. No questionable results were reported outside the laboratory.